Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump was received with error alarm during basic occlusion test due to protruded loose drive support disk. All the buttons functioned properly and no moisture damage on keypad traces noted. Unit had cracked case at display window corner, cracked reservoir tube lip and cracked reservoir tube window.

Event description:
The customer reported that she received a prime rewind alarm on her insulin pump. Her blood glucose was 97 mg/dl. The customer stated the alarm occurred during the rewind/prime sequence. She was advised to clear the alarm and to disconnect and remove the reservoir from the insulin pump. The customer was advised to perform the rewind process again. The customer stated she was unable to clear the alarm. Nothing further was reported.